Manufacturer narrative:
Philips service replaced the biplane footswitch and hard disk spare part, verified functionality, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy stopped working, and no subtraction was available on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.